Event description:
The vns generator was explanted per the patient's mother's request, due to the patient manipulating and picking at it. The explanted device was returned to the manufacturer and product analysis was performed. Results of diagnostic testing indicated that the battery status indicated ifi=no in the product analysis lab. The battery voltage was 2.969 volts (not at ifi), as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccum consumed memory locations revealed that 30.104% of the battery had been consumed. The open feedthru capacitor was isolated to open connection between the positive feedthru wire and the silver polyimide connection on the feedthru capacitor.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.